Event description:
In 2006; the pt presented for a refill, the physician advised the pt he needs a new intrathecal pump. Clinic note: chief complaint; low back pain and signs of opioid withdrawal. Over the last few months he has been having increasing amount of difficulty with the intrathecal pump and the control of pain. A few months ago, he had significant retention of fluid in bilateral legs and he was under the impression that this was related to the use of dilaudid in his intrathecal pump. At that time, they had switched him over to morphine but did not get good control of pain. He was switched over to sufentanil in combination with bupivacaine and clonidine. Over the past 2 months, he has been unable to get reasonable control of pain. Today he reported that he is in withdrawal and having all the symptoms to the same. This includes chills, sweats, and diarrhea, along with increased pain. Past medical history: depression. Review of systems; fatigue sleeping problems, unintentional weight gain and loss, leg cramps or pain in legs when walking a short distance, and swelling, shortness of breath, decreased sex drive, limitation of use of a joint, back and neck pain, stiff joints and joints swelling, headache and weakness, trouble sleeping, more depressed than usual, increased thirst. Three days later; new intrathecal pump inserted; 40 ml. The pt recovered without sequelae. Op notes: preoperative diagnosis; failed back syndrome with a failed intrathecal pump. Post operative diagnosis; removal of intrathecal pump and reimplantation of a 40 cc pump under mac anesthesia. The pt tolerated the procedure well and was admitted to the hospital for 24 hours of antibiotics. See manufacturer report #2182207-2007-03674 for events following pump replacement.